Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: horizon large size open appliers failed to release clips after being closed onto the vessel. There was no patient injury.

Manufacturer narrative:
(B)(4). Additional information received indicates the event was not reportable; therefore, the initial MDR submitted on 04 april 2023 should be retracted.

Event description:
Reported issue: horizon large size open appliers failed to release clips after being closed onto the vessel. There was no patient injury.